Event description:
It was reported that during the procedure, firing issues occurred involving the manual handle and the reload, including partial fire. It was reported that the device did not cut tissue smoothly and produced a jagged line, and there were also malformation of the staples. It was also reported that the reinforcement material (trs) was torn or damaged. The surgical procedure time was extended by 2 hours and the hospitalization was extended by 2 days. The device was replaced with another reload and handle, and suturing was performed as staple line reinforcement.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p3c0380) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # p3c0380) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # p3c0380). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.